Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation. During testing, the handpiece ws found to have the potential to activate on its own, related to pc board failure. A design change has been implemented to address this failure mode. To date, there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
The shaver handpiece was returned for service with the report that the device is not working. There was no report of injury or surgical delay associated with this event.